Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the displacement test and active current measurement. However, the pump had a high sleep current measurement. The pump passed the screen test, led test and tone test. However, the pump failed the vibration test. The pump was unable to vibrate during self test. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was recorded and found in the formatted history file on: 09/13/2023 08:28:00.000. Replace battery alert was recorded and found in the formatted history file on: 09/13/2023 17:59:00.000, 09/13/2023 18:10:54.000. Replace battery now alarm was recorded and found in the formatted history file on: 09/13/2023 18:30:00.000, 09/13/2023 18:40:00.000. Insert battery alarm was recorded and found in the formatted history file on: 09/13/2023 18:47:53.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 09/13/2023 18:41:05.000, 09/13/2023 18:43:01.000, 09/13/2023 18:45:03.000, 09/13/2023 18:45:29.000, 09/13/2023 18:46:05.000, 09/13/2023 18:47:41.000 . Pump error 23 alarm was recorded and found in the formatted history file on: 09/13/2023 18:48:08.000. Power loss alarm was recorded and found in the formatted history file on: 09/13/2023 18:48:33.000, 09/13/2023 18:48:45.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump reset due to battery backup depletion. Upon checking on the power data, replace battery alert/replace battery now alarm have unloaded vaa voltage (battery voltage) of 1.598v and 1.619v. The customer is using a good battery. Replace battery alert/replace battery now alarm were unexpected. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcba1. However, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. Replace battery alert/replace battery now alarm and a high sleep current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1 and pcba 2. A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and continued self test. The pump successfully vibrates during the self test. Vibrate anomaly during self test was confirmed due to corrosion on the vibrator assembly and battery tube assembly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 13-sep-2023 in the formatted history file.  Pump error 53 alarm was recorded and found in the formatted history file on: 09/13/2023 18:45:26.000. Pump error 53 alarm due to software error (linenumber = 5632 ; filenumber =(B)(6)). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Blank display was not confirmed. Replace battery alert/replace battery now alarm and a high sleep current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1 and pcba 2. Vibrate anomaly during self test was confirmed due to corrosion on the vibrator assembly and battery tube assembly noted. During visual inspection, corrosion was also found on the force sensor and motor assembly noted. Pump error 53 alarm was confirmed according in the formatted history file due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported a blank display. Troubleshooting was performed. No harm requiring medical intervention was reported and found that the issue was not resolved. The customer will discontinue to use the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.